Manufacturer narrative:
(B)(4). Follow up: the customer reported that a piece of plastic was found obstructing the lumen. Because the physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, the quality team reviewed a single photograph provided by the customer. The image shows the lower portion of the needle hub partially removed from the blister packaging. Material consistent with epoxy appears to be present at the base, however, this cannot be verified from the photograph alone. No separate piece of plastic is visible, and the photograph does not provide additional information to further characterize the condition. A review of the device history record was completed for material number 305194, lot 4081103. The review identified no manufacturing or inspection nonconformances that would be expected to contribute to the reported condition. No related quality notifications were associated with this lot, and all documented processes and final inspections met applicable specification requirements. Based on the available information, the reported condition is confirmed. In the absence of the returned device for physical examination, a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter. Description: during use, water would not flow through the needle. Upon removal and inspection, a piece of plastic was found obstructing the lumen. Additional information: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details: no. Total number of occurrences: 1.